Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The frame was returned for evaluation, and subsequent testing verified the complaint. There was a broken weld at the head tube. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Broken caster journal weld.